Manufacturer narrative:
Date sent: 5/1/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left laparoscopic hand assisted colectomy procedure, the device was closed down on the bowel and when attempting to reposition the device, there was difficulty in opening the device. Had to manually pull the jaws apart. Another device was used to complete the procedure. There was no adverse consequence to the patient.